Event description:
It was reported that underinfusion was noticed in a large volume folfusor during infusion of chemotherapy drug. It was reported that there was about 100ml left inside the folfusor at the end of the infusion. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot 13g066 was manufactured july 29, 2013 - july 31, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.